Manufacturer narrative:
Based upon the complaint description it is believed that the complaint occurred during the assembly of the kit when the operator attached the wrong side of the purge line to the quadrox. Both sides of the purge line have the same connector on it and the only way to distinguish which side of the purge line gets attached to the quadrox is by verifying that the flat side of the one way valve is oriented properly when attaching the line. One other factor that could have contributed to the error is that the purge line is displayed on page 4 of the drawing while the quadrox is shown on page 5. This forces the assembler to flip between drawing pages during assembly to be certain that the proper side of the line is being attached to the quadrox. This issue has been discussed with the manufacturing personnel and they were re-trained on the proper assembly methods for this kit. In addition to the re-training, the drawing has been updated to move the purge lines onto the same page as the quadrox, orient them in the direction that they will be attached to the quadrox and direction flow tape has been added to the lines to prevent the issue from occurring again in the future. Finally, the next production lot will be 100% inspected by additional personnel on the manufacturing floor to verify that the re-training has been effective and the issue is not recurring. (B)(4).

Event description:
Purge line on the outlet of the quadrox-I was backwards.